Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 440 mg/dl at the time of the call. The customer stated that the insulin pump was exposed to moisture. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The information in section h.3 was not included with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Findings: no button error alarm noted. Pump received with intermittent button response due to corroded keypad traces. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.no moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.